Manufacturer narrative:
(B)(4). Investigation summary > no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On an unknown date the patient underwent a primary procedure treating humeral fracture. The global unite system was applied. On (B)(6) 2020 he underwent an rsa revision procedure to treat wide-range rotator cuff tear. The delta xtend system was applied to alleviate limited range of upward shoulder/upper-arm motion. On an unknown date he had the shoulder dislocated. The surgeon commented as follows: the severity of the event is evaluated as ¿severe,¿ as the direct cause for such a dislocation is not found out. Clues for possible causes: the bone on the lower lateral part of the shoulder blade has been hollowed out; osteolysis was noticed in the proximal humerus; c) shoulder impingement syndrome involving the bone and the device(s). Further revision procedure is not scheduled yet. The revision surgery on (B)(6) 2021, was completed. It was found that the infection had been occurred. In the revision surgery, all implants were removed and placed cement beads. After the infection has subsided, it will take about half a year, revision surgery will be performed again to insert a stem and a head.